Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that she came off the pump due to a display issue and while on a back-up plan for insulin delivery, she experienced elevated blood glucose (bg) over 500mg/dl. The patient reportedly resumed the same pump due to elevated bgs. The patient noted that the display screen was dim/faded/discolored. This complaint is being reported based on the allegation that the patient experienced hyperglycemia on a back-up plan after coming off the pump due to an alleged pump malfunction.